Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Investigation summary: purge pressure high: the cause of the purge pressure high was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 52 year old male on an impella 5.5 due to acute myocardial infarction. During support, the patient had normal purge flows 9.5 ml per hour during check-in, but upon coming back, purge flows were noted to be less than 1 ml per hour with a high purge pressure alarms. Tissue plasminogen activator (tpa) was initiated and the purge cassette was changed when the tpa was hung. A console swap was not recommended and purge flows remained less than 1 ml per hour at this time. The patient remained on support.

Manufacturer narrative:
Additional information received for d6 explant.

Event description:
Additional information was received indicating that the impella device was explanted.